Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic in the past few weeks, loss of capture on left ventricular lead was observed. Lead dislodgement was noted on fluoroscopy. Lead was explanted and replaced without any complications to the patient. Patient¿s condition was stable.